Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device revealed no obvious external defects. Next the mini electrodes were examined under a microscope to check for cracks, none were found. Then the catheter was subjected to electrical tests which found that all the electrode, thermocouple, and magnetic sensor resistances were within specifications. Next a functional test of the tension control knob and steering mechanism found that both functioned properly with no abnormal resistances. Then a pressure test revealed the pressure decay measured within the acceptable limit. Next the distal tip was submerged in saline water for a bench soak test and the device had acceptable resistance measurements. Then test ablations were performed with impedance measurements taken, which were found to be normal and within specifications. Finally the catheter was examined under x-rays and no abnormalities were found. Based on the device analysis, the product complaint of high temperature readings could not be confirmed or replicated. The device passed inspection and all electrical and functional tests. : it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use.

Event description:
It was reported that during an ablation procedure to treat wolff-parkinson-white syndrome [wpw] using a intellanav mifi open-irrigated ablation catheter the catheter tip temperature was high, displayed at 80 degrees. The high temperature reading occurred prior to ablation or use on the patient. They restarted the generator and the cable was replaced, but the high temperature display remained. They then replaced the catheter, and the temperature display normalized, displaying around 25 degrees. The procedure was completed without patient complication. The catheter as been returned to boston scientific and analysis was completed.

Event description:
It was reported that during an ablation procedure to treat wolff-parkinson-white syndrome [wpw] using a intellanav mifi open-irrigated ablation catheter the catheter tip temperature was high, displayed at 80 degrees. The high temperature reading occurred prior to ablation or use on the patient. They restarted the generator and the cable was replaced, but the high temperature display remained. They then replaced the catheter, and the temperature display normalized, displaying around 25 degrees. The procedure was completed without patient complication. The catheter as been returned to boston scientific and is awaiting analysis.